Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) showed post sensed t-wave oversensing. Programming changes were made. The patient was in stable condition.